Event description:
Hospital personnel were unable to re-energize the light and successfully completed the procedure using the remaining light.

Event description:
The user facility reported that during a laparoscopic procedure one of the two lightheads went out. Hospital staff were able to re-energize the light and the procedure was completed successfully. No injuries, procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician inspected the light and found some discoloration on the j4 connection wire #2, likely due to a loose electrical connection; all other connections secured and no discoloration was observed. The technician replaced the power supply on lighthead #1 and placed electrical conductivity lubricant on all connections. The light was tested and returned to service. The lights are under steris service contract and preventive maintenance was completed on (B)(6) 2012 when the light was found to be operating properly.